Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the device would not go into standby mode. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) called technical support to report that the device would not go into standby mode-- the bme attempted to put the device into standby mode, but nothing happened. The remote service engineer (rse) advised the bme to check the average standard liter per minute (slpm) on the device in service mode, and the bme mentioned to the rse that the device was reading 1 and 0.9 bouncing up and down from those numbers. The rse informed the bme that this could cause the device to not go into standby and advised the rse to let the device run for 2 minutes to see if the device will recalibrate-- if not, the manufacturer repair recommendation per the service manual is to replace the flow sensor assembly. The investigation is ongoing.

Manufacturer narrative:
The biomedical engineer (bme) called technical support to report that the device would not go into standby mode-- the bme attempted to put the device into standby mode, but nothing happened. The remote service engineer (rse) advised the bme to check the average standard liter per minute (slpm) on the device in service mode, and the bme mentioned to the rse that the device was reading 1 and 0.9 bouncing up and down from those numbers. The rse informed the bme that this could cause the device to not go into standby and advised the rse to let the device run for 2 minutes to see if the device will recalibrate-- if not, the manufacturer repair recommendation per the service manual is to replace the flow sensor assembly. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the bme.